Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 c and d rows not detected on the communication bus. A field service engineer reseated the row board cables on the back of each drawer and removed the debris from under cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system st6w2 every cubie in drawer 4.1 was not detected on the communication bus and could not be recovered. The customer stated that the nurses had to go to another station to retrieve the required medication and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.